Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional, 30-year-old male patient developed sudden onset of right-eye pain, blurriness, redness, and tearing. Four days after his symptoms started, he went to an outside physician who started him on topical moxifloxacin three times a day, his symptoms were resolved and he resumed contact lens wear. One day later he developed severe bilateral eye pain and was referred to other healthcare professional and reported bilateral photophobia, pain, tearing, and redness. After several examinations his best corrected visual acuity with spectacles was 20/30 in the right eye and 20/50 in the left eye. Anterior segment examination showed 3 conjunctival injections in both eyes with extensive 360 degree corneal vascularization extending 2 mm anterior to the limbus. The right cornea had a small peripheral epithelial defect (0.4 mm diameter) with no evidence of stromal infiltration. The left eye had approximately five circular epithelial defects arranged in a curvilinear pattern across the cornea ranging in diameter from 0.1 to 2.1 mm with surrounding infiltrates. Corneal scrapings, obtained from the left eye, and the consumer¿s contact lenses, contact lens case, and solution were sent for culture. The patient was started on topical natamycin, and moxifloxacin was increased every 2 hour in both eyes by the on-call physician. Cultures of the contact lenses, contact lens case without solution, and 2-month-old solution squirted from the bottle grew gram negative colonies that were identified as alcaligenes xylosoxidans. The corneal scraping cultures were negative. Moxifloxacin was discontinued due to sensitivity and the consumer started on polymyxin b or trimethoprim every hour. Consumer reported improvement of his pain, redness, and photophobia after two days of initial presentation. After one week, natamycin was discontinued and the trimethoprim was tapered to every four hour for five days then four times a day for ten days. Anterior examination showed resolution of the epithelial defects and stromal infiltrates with a residual peripheral stromal scar in the left eye. The current status of consumer¿s eyes was resolved and his best corrected visual acuity with spectacles was 20/25 in both the eyes. No further information can be obtained as this is a case report from literature review.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record, a stability data review was performed and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).